Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During revision of hip inlay (=(B)(4)) the locking ring which was delivered together with the custom made pe implant did not fit into the cup. Intraoperatively customer had to cut the locking ring to the right size.